Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for defective scale marking with the incident lot was observed. The print was significantly skewed with the scale at a 45-degree angle across the barrel. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of defective scale marking was not observed. The root cause for the defective scale marking is associated with the marking process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was smeared/smudged scale marking on the device where volumetrics are not readable. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, the scale of the barrel was found to have a problem." No further information reported at this time.